Event description:
Customer reported that a mammo image displays with the wrong view position even though the tech marker displays correctly. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up MDR will be filed when the investigation is complete. (B) (4).